Event description:
It was reported by the customer that a pyxis medstation es system tower door 2 failed and was unable to recover it. This incident resulted in a delay to patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a tower door failure. A technical support specialist confirmed that the issue was resolved by either a local team or a bd employee in accordance with the knowledge article ka 000017034, titled "international dispatched - non specific resolution"; however, no further details were provided. The system functioned as intended after troubleshooting the device.